Manufacturer narrative:
G1 manufacturer site postal code: (B)(6). G1 manufacturer site phone: (B)(6). G1: manufacturer site country code: (B)(6). The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and microscopical inspections of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed that the irrigation hole of the soft tip was stretched out and torn; in addition, a microscopical inspection was performed and excessive force marks and deformation were observed; no other damage or anomalies were observed. The device history record (DHR) for lot number 73000019 has been received and no internal actions related to the complaint were found during the review. The damage reported by the customer was confirmed. The potential cause of the broken tip condition could be related to the handling of the device during the procedure; however, this could not be established conclusively. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and when there was a sheath exchange the physician noted that the distal tip was bent and deformed. After the sheath exchange, the case continued. No patient consequences were reported.